Manufacturer narrative:
The previously reported conclusion code 1 no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, lot# n208162013, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via (B)(6) regarding a patient in (B)(6) who was receiving gabalon; 413 mcg/day via an implantable pump. The dosing duration was (B)(6) 2011 through (B)(6) 2016 and was terminated. Indication for use was cerebral infarction. The date of the event was (B)(6) 2016. On (B)(6) 2016 the patient reported to the physician that the pump alarm was triggered, and visited the outpatient. The physician performed interrogation, read the pump information and a motor stall was displayed. The sudden stop was suspected to be due to a pump programmer bug; pump defect. The event log showed the system repeated motor stall and recovery 2-3 times a day since before (B)(6) 2016. The patient experienced aggravation of spasticity due to the motor stalls. On (B)(6) 2016 a pump replacement procedure was performed. The classification of severity was severe. The outcome of the adverse event was unrecovered as of (B)(6) 2016. It was requested to investigate the cause of motor stall and if there was the possibility of a bug of the program to determine the cause of this event. Regarding complications, past history, history of adverse reaction and concomitant drugs and history it was indicated as none. The causality with the investigational drug, catheter, programmer and surgical procedure was none. The causality was related to the pump. The aggravation of spasticity was considered recovered as of (B)(6) 2016. On (B)(6) 2016 the patient also experienced symptomatic epilepsy which was classified as "not severe" and the patient was considered recovered as of (B)(6) 2016. There was no suspected causality with relation to the investigational drug, catheter, pump, programmer, or surgical procedure. Information was received from a healthcare provider who indicated that the patient required hospitalization as a result of the increased spasticity (event onset (B)(6) 2016). As of (B)(6) 2016, the event had not recovered and it was considered not related to the investigational drug. The causal relationship of the increased spasticity was related to the pump and not related to the catheter, programmer, or procedure.

Manufacturer narrative:
(B)(4).

Event description:
On 05/23/2016 - additional information was received from a physician indicated the pump was replaced and the patient vomited after surgery. It was also reported after the replacement procedure was performed on (B)(6) 2016 the patient had nausea after the pump replacement procedure was completed. The patient was under monitoring for a while, and symptomatic epilepsy was diagnosed since the patient was taking antiepileptic drug (AED) initially. The symptom (nausea) remained for several days but disappeared. After observing the patient for a while, diagnosis of symptomatic epilepsy was made by taking into consideration that the patient was taking an anticonvulsant prior to surgery. The symptoms lasted for several days before disappearance. Symptomatic epilepsy was observed, however, the patient was taking an anticonvulsant prior to surgery, and thus there might be no causal relationship. Although symptomatic epilepsy was observed, the patient was initially taking antiepileptic drug (AED). Therefore, there was no causality between the event and itb therapy.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a motor feedthru anomaly; shorting across insulator. Analysis of the catheter found the catheter body was deformed in shape and/or abrasion that did not effect infusion.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-09-01, additional information was received from a foreign healthcare professional (hcp) via (B)(6). It was reported detailed adverse event information. On (B)(6) 2016 at 13:00, the hcp received a call that the patient had been able to hear the alarm for the past week. The patient was instructed to come to the hospital. Same date at 15:00, the patient visited the hospital. X-ray revealed no obvious catheter or pump or problems. Verified alarm sound. Verified using an n'vision programmer that the motor stalls were frequently occurring. For the past week, the set amount of baclofen had not been administered. Spasms were in the same condition as before pump implantation. On the same date at 21:30, the hcp contacted their (B)(6) rep and performed an emergency pump replacement on the same day. As an intraoperative finding, verified that there was no catheter blockage. Baclofen was started again at 413 mcg/day (same as before surgery). On (B)(6) 2016 at 17:00, symptomatic epilepsy attack occurred. There was a history of cerebral infarction and it could be assumed that the stress caused by the surgery induced the event. Symptoms improved with antiepileptic agents like fostain. On (B)(6) 2016, the patient began rehabilitation. Dosage changes of baclofen occurred as follows; 380 mcg/day ((B)(6) 2016), 350 mcg/day ((B)(6) 2016), 320 mcg/day ((B)(6) 2016), 300 mcg/day ((B)(6) 2016), 320 mcg/day ((B)(6) 2016), 380 mcg/day ((B)(6) 2016), 380 mcg/day ((B)(6) 2016), 400 mcg/day ((B)(6) 2016). On (B)(6) 2016, end of rehabilitation occurred. The patient was discharged on (B)(6) 2016. The physician assessment stated; spasms were aggravated due to pump trouble. It was discovered that the battery life remained on the programmer, and mechanical trouble was strongly suspected. Because the patient had a cerebral infarction in the past, it was easy for symptomatic epilepsy to occur. There is a possibility that stress from surgery triggered the aggravated spasms. The patient's medical history included cerebral infarction. The patient's concomitant medications included fostain (administration route; div, daily dose; 375 mg x2, from (B)(6) 2016), e keppra (administration route; div -> p.o., daily dose; 500 mg x2, beginning on (B)(6) 2016), and cercine (administration route; div, daily dose; 10 mg x2, delivered on (B)(6) 2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.